Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device underwent product evaluation testing at walkmed infusion during which it was discovered that there was an open state of free flow when the IV tubing is inserted and door closed. It was also discovered that the device over-infused by 41% during product evaluation testing. Walkmed infusion performed further failure investigation and identified a normal wearing component and damage to the exterior housing as the cause for both findings.

Event description:
During product evaluation, walkmed infusion observed the device to over-infuse by 41% and to have an open state of free flow. The device was initially sent to walkmed infusion for a reported concern with the device freezing during testing.